Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 1. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections (mdi) as a backup therapy,